Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set had a hole in the tubing at the y-connector. This was discovered after priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a hole in the first y-clearlink. The walls around the hole look melted and tiny crystals in the walls are also seen. The reported condition was verified. The cause was determined to be related to the machine used during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.